Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the water damage from a broken pipe on site caused the issue. A field support engineer replaced the hard drive, all-in-one, communication sled, power supply, docking assembly, printer, and multiple cubie row trays and other electronic drawer parts for a water damage pyxis to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system, an equipment failure occurred, delaying medication access for a patient. The customer stated that a roof leak disabled the system, causing it to unexpectedly stop responding and displaying a blue box saying "enter password." There was no report of impact to the patient or user during this event.

Event description:
It was reported by the customer that the pyxis medstation es system, an equipment failure occurred, delaying medication access for a patient. The customer stated that a roof leak disabled the system, causing it to unexpectedly stop responding and displaying a blue box saying, "enter password". There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-nov-2022 to 28- nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the water damage from a broken pipe on site caused the issue. A field service engineer replaced the edrawer parts, hard drive, all-in-one, communication sled, power supply, docking assembly, printer, and multiple cubie row trays and other electronic drawer parts for the water damage pyxis to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.